Event description:
It was reported the emergency department staff did not hear the red alarm sounds and there was delay in care for the patient. The patient subsequently passed away. The customer biomedical engineer (biomed) indicated the emergency room (ER) surveillance station volume level defaults are all the same; however, the external speaker audio output differs between stations. The customer requested assistance in confirming the monitors were functioning as specified.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer; the customer requested onsite service. A philips technical consultant (tc) went to the customer site and indicated that the units were alarming correctly, and the customer would like to get clinical support to set default minimum alarm levels to the same for all ed computers. No further information was provided by the customer on the patient and cause of death. The tc was able to provide an audit log, which shows that the device was alarming for the spo2 sensor being off before and after 13:30 for bed 19. On (B)(6) 2026 13:30:20, college station, ed-19, sector: spo2, sensor off ended. Pic ix: cshphcedovr02. On (B)(6) 2026 13:30:16, college station, ed-19, sector: spo2, sensor off ended. Pic ix: cshphcedsrv01. On (B)(6) 2026 13:30:23, college station, ed-19, sector: spo2, sensor off ended. Pic ix: cshphcedovr01. On (B)(6) 2026 13:30:16, college station, ed-19, spo2 sensor, off ended. Cshedmon19. On (B)(6) 2026 13:29:59, college station, ed-19, sector: spo2, sensor off generated at 13:29:55. Pic ix: cshphcedsrv01. On (B)(6) 2026 13:30:02, college station, ed-19, sector: spo2, sensor off generated at 13:29:55. Pic ix: cshphcedovr02. On (B)(6) 2026 13:30:05, college station, ed-19, sector: spo2, sensor off generated at 13:29:55. Pic ix: cshphcedovr01. On (B)(6) 2026 13:29:59, college station, ed-19, spo2 sensor, off generated at 13:29:55. Cshedmon19. On (B)(6) 2026 13:29:57, college station, ed-19, sector: spo2, sensor off ended. Pic ix: cshphcedovr02. On (B)(6) 2026 13:29:54 college station, ed-19, sector: spo2, sensor off ended. Pic ix: cshphcedsrv01. On (B)(6) 2026 13:30:00 college station, ed-19, sector: spo2, sensor off ended. Pic ix: cshphcedovr01. On (B)(6) 2026 13:29:53, college station, ed-19, spo,2 sensor off ended. Cshedmon19 on (B)(6) 2026 13:29:50, college station, ed-19, sector: spo2, sensor off generated at 13:29:46. Pic ix: cshphcedsrv01. On (B)(6) 2026 13:29:56, college station, ed-19, sector: spo2, sensor off generated at 13:29:46. Pic ix: cshphcedovr01. On (B)(6) 2026 13:29:53, college station, ed-19, sector: spo2, sensor off generated at 13:29:46. Pic ix: cshphcedovr02. On (B)(6) 2026 13:29:49, college station, ed-19, spo2, sensor off generated at 13:29:46. Cshedmon19. On (B)(6) 2026 13:29:48, college station, ed-19, sector: spo2, sensor off ended. Pic ix: cshphcedovr02. On (B)(6) 2026 13:29:45, college station, ed-19, sector: spo2, sensor off ended. Pic ix: cshphcedsrv01. On (B)(6) 2026 13:29:51, college station, ed-19, sector: spo2, sensor off ended. Pic ix: cshphcedovr01. On (B)(6) 2026 13:29:44, college station, ed-19, spo2, sensor off ended. Cshedmon19 on (B)(6) 2026 13:29:47, college station, ed-19, sector: spo2, sensor off generated at 13:29:36. Pic ix: cshphcedovr01. On (B)(6) 2026 13:29:41, college station, ed-19, sector: spo2, sensor off generated at 13:29:36. Pic ix: cshphcedsrv01. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was related to user alarm level configuration. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.